Event description:
During ercp, the surgeon successfully placed the large gallstone in the basket for retrieval. However, due to the density of the stone, the surgeon was unable to break the stone. The basket did not break away and the surgeon was unable to get the basket and the stone through the bile duct. The basket, which is designed to break away and release in such cases did not. The procedure was converted to an open procedure and was successfully completed without further complication.